Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that oversensing on this lead caused vf detection. The patient was scheduled for the lead extraction. During the procedure cardiac tamponade occurred. The lead was abandoned. A new system was implanted.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 10th of july 2025 and 8th of january 2026 recorded a stable pacing impedance of 550 ohms and a stable shock impedance of 75 ohms. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing and one ICD charging cycle. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.